Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with tazime injection and cefazolin (doses, routes and frequencies were not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient was recovering from the event. Physioneal and extraneal therapies were discontinued and the patient was transferred to continuous ambulatory peritoneal dialysis (capd) therapy for antibiotic treatment.